Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently treated by paramedics due to a blood glucose level of 21 mg/dl. Customer stated that paramedics kicked down his door due to him being locked in his bedroom. The customer reported that the low blood glucose level may have been due to him not having breakfast. Customer declined low blood glucose level troubleshooting and the insulin pump was not returned.